Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and is scheduled for revision surgery due to unknown reasons.

Event description:
During the on-going investigation it was noticed that the involved device is not a zimmer biomet product. Thi complaint will be set to "not a complaint" in the zimmer biomet database.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. During the on-going investigation it was noticed that the involved device is not a zimmer biomet product. Thi complaint will be set to "not a complaint" in the zimmer biomet database. Zimmer biomet¿s reference number of this file is (B)(4).